Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4) on retained kit lot 203044 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 203044 and device part number 195-430h / lot 197959. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203044 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported two (2) unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on an unknown date. This MFR. Report addresses patient result one (1) of two (2). The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.